Event description:
Caregiver kept the power cord and the charger in the left hand and put the plug into the power outlet when sparks came out of the power cord and burned her left hand. MFR ref number 9681684-2013-00030.